Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net transmission. Upon review, it was noted that the implantable cardiac defibrillator exhibited an episode of non-sustained ventricular oversensing and noise was noted on the right ventricular lead. No further information was available.